Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high undefined pacing impedance was observed on the left ventricular (lv) lead. The pocket was opened and the lead was removed from the cardiac resynchronization therapy pacemaker (crt-p) header. All testing yielded normal values. The lead was plugged back into the crt-d and tested normally again. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Corrections. If information is provided in the future, a supplemental report will be issued.